Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 11/25/2014 with the following findings: the pump¿s black box showed several loss of prime warnings due to a low none-zero force. Returned battery cap and returned cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly with no loss of prime warnings or any other alarms occurring during the investigation. Unrelated to the alleged issues, the battery compartment was cracked from the case seal up to the bumper grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.